Event description:
It was reported that an implantable neurostimulator (ins) overdischarge was suspected. The last time any stimulation was felt was (B)(6) 2014. The last successful recharging session was (B)(6) 2014. The patient reported burning at the implantable neurostimulator (ins) site when the patient tried to charge. The patient had been having a lot of problems with the ins. The patient had not been able to charge due to a burning feeling the patient was getting when she tried to charge. The patient moved in 2014 and at that time the patient started having problems with charging the ins. The patient stated when she would try to charge the ins she would have a burning feeling. The patient stated that the burning would be at the ins site. The patient stated that it was not where the implantable neurostimulator recharger (insr) antenna touched the skin but the burning was from inside where the ins was implanted and it would burn all the way around the ins.

Manufacturer narrative:
(B)(4)

Event description:
Additional information was received indicating that the patient had the spinal stimulator implanted and had problems with the unit. They tried to charge the battery and the implant would get hot, not their skin, but the battery pack. They were told that they were doing it wrong and to try again. They did a few more times but the pain was very bad so the patient quit. The patient thought that their implantable neurostimulator (ins) was poisoning them. No outcome was reported regarding this event. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).